Event description:
It was reported to philips that the equipment did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the equipment did not turn on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the equipment presents problems in one of the phases of mpdu (mains power distribution unit) as a result of the f1 fuse was damaged. To resolve the issue, fse guides the customer to change f3 fuse, and customer replaced the fuse in mpdu. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.